Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump had minor scratched display window.

Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. The customer stated she woke up to discover her insulin pump's display was blank. Standard troubleshooting was performed. A battery change was unable to resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.